Event description:
It was reported that this left bundle branch (lbb) lead had an issue related to potential allergic reaction and possible infection. Reportedly, the patient had itchiness under the left arm. The caller mentioned that the tape was removed over the implant site but there was no redness or swelling found. No adverse patient effects were reported. The lbb lead remains implanted.